Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 1/29/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint confirmed. It was found that the downstream occlusion(dso) seal was delaminated. The dso seal was replaced.

Event description:
It was reported that the pump had a failed downstream occlusion calibration. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.